Event description:
A company representative reported that a yukon screw fractured post-operatively and that the patient sustained a c6 lateral mass fracture.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a yukon screw fractured post-operatively and that the patient sustained a c6 lateral mass fracture.